Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump doesn't alert for high and low blood glucose, not giving bolus like it should on a daily. The customer reported two hyperglycemias' involved no treatment. The event involved product(s) mmt-7020la, mmt-242a, mmt-332a, mmt-1880. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-7020la. No product return is required for mmt-242a. No product return is required for mmt-332a. It was unknown whether the customer would continue the use of the pump. No product return is required for mmt-1880.

Event description:
Updated summary: customer reported not getting alerted for two high blood glucose events. There was no low. Customer alleged pump not giving bolus like it should for the two high blood glucose events. No treatment was mentioned for the highs. However, complaint text referred to case (B)(4) for the two high blood glucose event documentation where caller later reported nothing wrong with the pump and no problem with audio/vibrate anomaly/absence of alarm. It was unknown if pump was used within 48 hours of the high. It was unknown if auto mode was used. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.